Event description:
"Oil leaking out from drive mechanism when motor is running" was given as the reason for repair. On follow up with distributor, it was reported that the motor was used as a loaner or demo unit. It was unknown if it was used in surgery or if there were any injuries.